Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufatures the arterial clamp, the incident occurred in texas, united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the arterial clamp didn't work during procedure. There is no report of any patient injury.